Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Correction number: 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pump pushed insulin through the tubing during the load cartridge step.